Event description:
It was reported that during a routine testing it was found that only 4 channels are ok. Two short-circuits have been detected. Ks-a involves electrode channels 2, 5, 6, 7 and ks-b involves electrode channels 9, 11 and 12. Electrode channel 10 shows status 'hi'. 8 electrode channels were deactivated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.